Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 150mg/dl. A system check was performed and the occlusion was found to be within the cartridge; air bubbles were observed in the infusion tubing. The customer was unable to remove the air bubbles due to insulin not being able to drip out of the infusion tubing during the fill tubing sequence. Reportedly, the customer had been using the cartridge for approximately 7 days and observed the insulin exiting the cartridge to have a gel-like appearance. Tandem technical support educated the customer that cartridges should not be used for longer than 48 hours when used with humalog insulin. The customer reported they would change their cartridge to address the issue.